Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with unspecified antibiotics (route, dose and frequency not reported) for peritonitis. It was reported that the patient had their last fill of antibiotics at the time of this report. It was reported that the patient recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.